Event description:
The manufacturer received information alleging a patient expired on a ventilator. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2016 at 06:41:19 local time, a patient disconnect with a duration of 467 seconds (approximately 7.8 minutes) was logged. The reporter of the event indicated the disconnect alarm was the result of the patient being disconnected when CPR was initiated. There were no other events of clinical significance on the day of the event. The manufacturer concludes the ventilator operates and alarms as designed and did not cause or contribute to the reported event.